Manufacturer narrative:
(B)(4). The event was a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
Baxter product surveillance (bps) contacted the home patient on (B)(6) 2011. The hp reported that on (B)(6) 2011 he had a check heater line alarm on his homechoice during use during initial drain. He found out that the connection was loose between the heater bag and the heater line as he had not tightened it all the way. The hp tightened the connection and completed therapy. Bps advised that when this happens the hp should start over with new supplies as there is a contamination risk, and advised that he tell his nurse about the occurrence. There were no adverse effects reported to be caused by this incident. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of use error breach in aseptic technique was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.